Manufacturer narrative:
Very limited information was received. The coil was not returned. The prowler select plus (0.021¿) microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except under the distal tip of the outer sheath. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging it was found that the coil was not returned. The coil was detached from the device positioning unit (dpu) and the circumstances that produced this unreported detachment cannot be determined. No manufacturing defects were found. Without the return of the coil used in the procedure, the root cause of the severe resistance inside the microcatheter cannot be determined; however a contributing factor to the severe resistance may have been as reported in the complaint which was, ¿...none of the devices were kinked prior to use however the resistance felt during use could have kinked some of the coils possibly due to blocked blood vessels...¿ it is possible that the primary contributing factor as reported may have been a thrombus in the blood vessel, ¿¿the doctor notes there was a thrombus in the blood vessel which could have caused some of the resistance during the procedure¿¿ an additional contributing factor to the resistance inside the microcatheter may have been the selection of an incompatible microcatheter that was used with the 18 microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The deltamaxx microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165¿ to 0.019¿ (0.420-0.483 mm). The inner lumen of the prowler select plus microcatheter is 0.021¿. In addition, without the return of the missing and unreported detached microcoil and the prowler plus microcatheter used in the procedure, it cannot be determined if these components directly contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device it is plausible that the reported failures occurred during the procedure, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact from the hospital reported that there were several issues with various coils when using codman coils during coil embolization of the left internal iliac artery aneurysm and thrombosis occurred during the procedure. A deltamaxx coil (cdx18226030/c31666) was stuck at the middle point of a prowler select lp es 45 (606s155fx/15771828) shaft when it was inserted, and both microcatheter and coil needed to be replaced. Other products (details unknown) were successfully used with the prowler select lp es prior to the encountered resistance. Two presidio coils' (pc418184630/c24604 and pc418195030/c20923) sheaths were split unexpectedly during advancement of the coils and then the coils were exposed at the distal point of a prowler select plus microcatheter (details unknown.) Those coils were unable to be used. Severe resistance was experienced in the middle of the prowler select plus when advancing two other presidio coils (pc418083030/c20057 and pc418205030/c26420) and another deltamaxx coil (cdx18226030/c31666.) Those coils could not be used. The prowler select plus remained in place at the target site. The doctor notes there was a thrombus in the blood vessel which could have caused some of the resistance during the procedure. The procedure was approached from the right femoral artery, the physician inserted a 4fr tempo guide sheath, a destination guide catheter (terumo, details unknown) and a prowler select plus (lot unknown). In addition, he opened a complaint prowler select lp es 45 and used both catheters during the procedure. The procedure was successfully completed after another 29 coils (details unknown) were implanted. There were no further issues or delay, and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. None of the devices were kinked prior to use however the resistance felt during use could have kinked some of the devices. The resistance could possibly have been caused by blocked blood vessels. At the time of initial contact the complaint products were available for analysis. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previous follow up detailed the investigation of one of the returned deltamaxx lot c31666 coils. Another deltamaxx lot c31666 was also returned. Very limited information was received. The embolic coil was not returned. The prowler select plus (0.021¿) microcatheter and the rotating hemostatic valve (rhv) were not returned. However, a deltamaxx embolic coil was found in the returned prowler select lp es microcatheter. The remainder of the coil delivery system was also returned. Two complaints were issued with the same lot number c31666, therefore it cannot be determined which coil was returned in the prowler select lp es microcatheter. Per MFR report # 1058196-2015-00179 a non-sterile prowler select lpes 45 deg tip was received coiled inside of a plastic bag. The device was inspected and residues of dry blood can be observed along of the device. No damages were noted on the body of the received micro-catheter (mc).the received mc was flushed using a lab sample syringe. After that, a guide wire .014¿¿ lab sample was introduced into the received mc and it advance until it was stuck at 67cm from the proximal end, the guide wire was removed. After that the mc was cut at 68cm from the proximal end and the lab sample guide wire was inserted again. Resistance was felt and additional force was applied on the device. Then a deltamaxx coil (cdx18226030/c31666) was exposed and was removed from the received micro catheter; after that the guide wire passed through the mc without any difficulty. The review of lot 15771828 revealed no anomalies that can be considered potentially related to the reported complaint. Concerning cleanliness only, the second returned microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging the coil was not returned. Located off the proximal end are the following kinks on the core wire 60.5, 83.0, & 86.5 all in centimeters. The tip coil section was buckled. The unreported detachment of the coil was mechanical in nature. The circumstances of how and when this unintended coil detachment occurred cannot be determined. No manufacturing defects were found. While the exact root cause of the coils resistance inside the microcatheter cannot be determined there are two reported contributing factors in the complaint description which are, ¿¿the doctor notes there was a thrombus in the blood vessel which could have caused some of the resistance during the procedure¿¿ ¿¿none of the devices were kinked prior to use however the resistance felt during use could have kinked some of the coils possibly due to blocked blood vessels...¿ these contributing factors may have the kinked the core wire and produced resistance to the coil. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and physical product investigations for the two deltamaxx lot c31666 devices it is plausible that the reported failures occurred during the procedure, however if the incorrect microcatheter was chosen, this could have contributed to the event. Also patient factors and operational context may have contributed to the resistance experienced since there appeared to be thrombus impeding coil advancement. Without return of some of the concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.